Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2012-06145. The patient has two leads (from different lots) for off-label use. It was reported one of the patient's leads was placed deeper due to the patient experiencing discomfort. The patient is doing well at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.